Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing with wrong mode switch episodes which caused noise, the physician could not reproduce the noise, so elected to continue to take no action and monitor the patient. The patient was in stable condition.